Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported that the patient contracted peritonitis due to touch contamination following an episode of diarrhea and gastrointestinal upset. The patient was subsequently admitted to the hospital with a diagnosis of peritonitis (staph epidermis) on (B)(6) 2016, and discharged on (B)(6) 2016. The patient was treated with antibiotics vancomycin and fortaz, and will continue this treatment regimen via an intraperitoneal (ip) route for 21 days. The patient's issue is resolving, and the patient will continue with pd therapy. The clinic was unable to provide medical records.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.